Event description:
Baxter received a report from a baxter technician to report the totalcare frame goes into trend on its own when the bed is plugged in. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the hydraulic manifold needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician will replace the hydraulic manifold to resolve the reported event. Based on this information, no further action is required. If any further information is received, this record will be reassessed as applicable.